Event description:
React health received a complaint from a durable medical provider stating that a device had evidence of melting where power cord plugs in. The device has been received by react health.the manufacturer has received the device and investigated.

Manufacturer narrative:
The device was returned to bmc for investigation. The power supply was not returned with the unit. The manufacturer confirmed melting at the junction point between the device and the power supply. The device powered on and operated as designed. There was no evidence of internal thermal scorching or burning. The center needle in the power interface was tilted and presumably caused the melting. The manufacturer concludes an improperly seated power cable or non-bmc power supply was the root cause.